Event description:
It was reported that the surgeon inserted an aa4203tf toric silicone single piece lens and the front haptic tore. The incision was enlarged to remove the lens, but sutures were not required. Another same type lens was implanted.

Manufacturer narrative:
Visual inspection of the returned product found the lens torn and one haptic torn off and missing. A piece of the other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.